Manufacturer narrative:
Citation: loewenstein I, gitter b, itach t, et al. Long-term impact of prosthesis-patient mismatch after transcatheter aortic valve replacement in patients with small aortic annuli. Catheter cardiovasc interv. 2026;107(6):1763-1773. Doi:10.1002/ccd.70533 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of prosthesis-patient mismatch (ppm) after transcatheter aortic valve replacement (tavr) in patients with small aortic annuli. The study comprised 631 patients who underwent tavr with either a medtronic valve (corevalve, evolut r/pro/pro +/fx, n = 382) or a non-medtronic valve (sapien xt/3, n = 249). Among all study patients, the following adverse outcomes occurred: cardiac tamponade, conversion to open surgery, coronary obstruction, need for a second valve, cardiopulmonary resuscitation, ppm (significant ppm occurred in 92 sapien recipients and 55 corevalve/evolut recipients) ventricular fibrillation/tachycardia requiring treatment, valve migration, acute kidney injury, left bundle branch block, high-degree atrioventricular block, pacemaker implantation, vascular complications, bleeding (major or life-threatening), paravalvular leak (moderate to severe), and elevated mean gradients. Ultimately, the authors found that patient age, paravalvular leak (moderate and above), and significant ppm were independently associated with long-term mortality.